Event description:
On (B)(6) 2010, pt's mother reported, the infusion device is stuck on e8 (power interrupt) error. Mother stated, her daughter came home today and the infusion device was alarming an e8. Mother reported, she was unable to get the check button to respond to place the infusion device in stop mode before removing the battery. Mother stated, she changed to a new battery but the infusion device continued to display an e8. Had mother replace the battery again during the call; infusion device continues to display an e8. Mother reported all of the buttons on the infusion device are non-responsive but pop back up when pressed. Mother stated, the buttons stopped working today. Pt switched to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.